Event description:
The customer stated that the entire bottom portion of the insulin pump, near the drive support cap, is loose and the motor is pushing outward. The reported blood glucose at the time of the call was 494 mg/dl, and was treated with a manual injection. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.